Manufacturer narrative:
The intended lesion was in a very calcified primitive iliac artery. The lesion was pre-dilated with a 6mm balloon. Negative prep/purge was performed. The sheath was very difficult to push. Resistance was noted while advancing the device to the lesion. A little excessive force was used. It was a crossover procedure with high friction and high calcification. It is reported that the stent dislodged completely from the balloon at the end of external iliac. The doctor used another assurant cobalt to place the dislodged stent in the iliac artery. The same inflation device was for pre-dilation was used with the assurant cobalt. No patient injury reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an assurant cobalt stent. No damage was noted to the device packaging. No issues noted when removing the device from the hoop/tray. The device was prepped with no issues noted. It was reported that during stent deployment a balloon burst, leak, or catheter leak occurred. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.